Manufacturer narrative:
The returned device was evaluated and the pod was received fully deployed. The exposed portion of the soft cannula was observed to be torn on the left side. A leak was observed in the fluid path due to the observed tear in the soft cannula. The start of the external tear measured approximately 0.748 inches from the nail head and the end measured approximately 0.807 inches from the nail head. The timing and cause of this damage is unknown. The pod data indicated there was no struggle to deliver insulin. The patient history buffer was inspected and the algorithm acted as expected to respective estimated glucose values from the continuous glucose monitor. It could not be determined if the observed damage to the cannula contributed to the reported failure to deliver insulin. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.2 operating system: 18.2 hardware: iphone15.2 cgm sensor type: g6

Event description:
It was reported the patient's blood glucose level rose to over 400 mg/dl while wearing the pod between 4 and 24 hours. As treatment, the patient administered a manual shot of insulin.